Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported an 86-year-old female noted as high risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the medical team was unable to deliver the cp - the pump was unable to be delivered due to heavily calcified aorta. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.